Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the reported patient effect(s) of hemorrhagic event with or without surgical repair (hemorrhage) is listed in the supera peripheral stent system instructions for use as a potential adverse event. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent resulting in reported activation failure/ deployment failure; however, this could not be confirmed. The investigation determined a conclusive cause for the reported activation failure/deployment failure cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the superficial femoral artery (sfa) lesion. A supera stent was thought to have been fully deployed at the sfa lesion site. During delivery catheter removal however, it was discovered that the stent had not fully deployed as the stent was caught in the sheath and stretched from the sfa to the iliac artery. It was thought that the stent had partially deployed in the sheath, although this was not confirmed. The supera delivery catheter was removed without unusual resistance reported, when the tip (nose cone) was observed detached from the delivery system. As treatment, snare was used, removing the detached tip. The explanted and stretched supera stent remained caught inside the sheath, both inside the patients anatomy. The patient started bleeding through the sheath and the operator attempted to stop the bleeding manually with his fingers. The sheath and stent were left in place and surgery was consulted. A surgical cut down was performed, removing the stent, sheath, and detached tip. There was no adverse patient sequela following. No additional information was provided regarding this issue.